Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support developed oozing in the pocket. Heparin was held. It was further reported that the patient experienced brain bleed and brain herniation. The family decided to withdraw care and the patient expired.